Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, but not yet received.

Event description:
It was reported to philips that the device did not shock the patient during cardiac arrest. The patient involved was reported to have died on (B)(6) 2017 after experiencing a cardiac arrest. It was reported that the device was in AED mode and failed to shock three times. The users changed the device to another mrx and replaced the pads and the second device did not shock the first time but then did shock afterward with up to 3 shocks delivered to the patient total before the patient was declared deceased.

Manufacturer narrative:
It was reported to philips that the device did not shock the patient during cardiac arrest. The patient involved was reported to have died on (B)(6) 2017 after experiencing a cardiac arrest. It was reported that the device was in AED mode and failed to shock three times. The users changed the device to another mrx and replaced the pads and the second device did not shock the first time but then did shock afterward with up to 3 shocks delivered to the patient total before the patient was declared deceased. Additional information was requested but was not provided. (B)(6), biomed, reported the patient was harmed when the device failed to deliver the shock. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse performed an operational check and the device passed but showed nibp, etco2 need calibration and battery bay b battery calibration recommended. The fse found that the auto test summary showed fail/d several times and status logs showed main software messages only. The fse performed full performance verification and overdue etco2/nibp calibrations. The unit performed as expected with no issues, including multiple shocks in AED mod, all without failure. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported.